Manufacturer narrative:
On 5/27/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2019, additional information indicated that the left breast capsular contracture baker grade is IV, and there is also issue with capsular contracture baker grade iii with the right implant. Date of explantation has not been scheduled. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not explanted as of this report. Issue with capsular contracture. Concomitant products: right mentor memorygel breast implant, 250cc, catalog number 3544250, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with mentor memorygel 275cc silicone breast implants which the left side has issue with capsular contracture unknown baker grade after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.